Event description:
It was reported that a patient underwent breast surgery on an unknown date and a drain was inserted. On (B)(6) 2013, approximately 5 to 7 days post op, the surgeon attempted to remove the drain. The surgeon felt resistance so a small incision was made to remove the drain.

Manufacturer narrative:
(B)(4). Tissue aspirated into drain. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1227715, mfg date: ni, exp date: ni. Batch j1227716, mfg date: ni, exp date: ni. Batch j1125574, mfg date: ni, exp date: ni.

Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1227715, mfg date: 02/01/2012, exp date: 02/28/2017; batch j1227716, mfg date: 02/01/2012, exp date: 02/28/2017; batch j1125574, mfg date: 01/01/2012, exp date: 01/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.